Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed at 0 vdc. A review of the share log was performed and the allegation was not confirmed. The probable could not be determined

Manufacturer narrative:
(B)(4).